Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported sympathetic flow while infusing cytarabine as a secondary infusion at 20ml/hr, and a primary ns infusion in the infusion center. As a result, the infusion ran for 8.5 days instead of 7, and the chemo bag expired and had to be wasted. There was no report of patient harm.